Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed was getting error 92 (heater test ¿ element 2 failure) when calibration was performed on the arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a heater element failure. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, g, h h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that biomed was getting error 92 (heater test ¿ element 2 failure) when calibration was performed on the arctic sun device. Per additional information received via wo on 21feb2023, biomed called and stated that they replaced heater, and now they were getting calibration error 2 (pre-warm inlet pressure error, actual 0, expected 7). It was stated that a circulation pump issue had not been confirmed by the biomed.